Event description:
It was reported that the doctor replaced the delta shunt with strata ii valve and there was still a problem so all of the shunt material was removed.

Manufacturer narrative:
The valve was patent and passed siphon/reflux and leak testing. The valve was within specifications for all pressure-flow testing except at 46.8 ml/hr @ (0 cm hp) pl 1.5, 5.5 ml/hr @ (0 cm hp) pl 1.5, 46.8 ml/hr @ (0 cm hp) pl 2.5. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.